Event description:
One pt with discrepant results for creatinine. Initial result gave 57.7 umol/l; repeat gave 143.2 umol/l. The sample was repeated again, giving results comparable to the initial result (actual data not provided). No info provided if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.